Event description:
During the supraventricular tachycardia procedure, a kink was noted around electrode 5/6. The device was removed and the procedure was cancelled with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, h2, h3 one decapolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter was returned engaged in a non-abbott introducer, and was unable be removed from the introducer due to the kink in the catheter shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the kink remains unknown.